Manufacturer narrative:
The customer informed that the reported condition was not duplicated, but it was recorded in the log. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator generated a motor failure alarm. The patient was transferred to another ventilator. It was also informed that the patient uses the device only at night, and it runs on test lung when the patient is not using it. There was no reported patient injury.